Event description:
This patient's porta-cath infusion catheter was not giving a blood return and leaked when being flushed. When the oncology nurse assessed the porta-cath, she discovered that the needle was detached from the tubing and was lodged in the porta-cath itself.